Event description:
When tried to use the femostop gold, it displayed eee on the screen when trying to pump it up.====================== health professional's impression======================error message displayed when pumping up